Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint as the instrument grip was found broken. The broken grip was pieced back together at the fractured area and no material appeared to be missing. Advanced failure analysis (afa) investigations were conducted and the root cause could not be determined. This complaint is being reported due to the following conclusion: during a da vinci assisted total benign hysterectomy procedure, a piece of the grip from the mega suturecut needle driver broke and fell off into the patient and was retrieved. Although, no patient harm was reported at this time it is unknown what caused the instrument grip to break off into the patient.

Event description:
It was reported that during a da vinci assisted total benign hysterectomy procedure, a piece of the grip from the mega suturecut needle driver broke and fell off into the patient. The surgeon was able to retrieve all the pieces of the broken grip. There was no report of any patient harm, adverse outcome or injury.